Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mpu was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 20 days (29sep2022 ¿ 10oct2022 per timestamp). On 08oct2022 at 07:35:38 there was an atypical loss of ac power while connected to the mpu. During this event the bus and rsoc voltages decreased to 11.6v and 3.2v. The backup battery provided power during this event and the event cleared when ac power was restored. There were no other notable events in the log file. Pump operation was not affected. Additional information communicated on 04nov2022 indicated that the serial number of the mpu was unknown, that it is unknown if the ac power cord became disconnected, that it is unknown if a v-lock connector was used, and that the mpu was not exchanged. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Serial number not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file review noted a no external power event was recorded on (B)(6) 2022 at 7:35. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. Additional information stated that it was unknown whether the mpu have a v-lock connector on the ac power cord. It was also unknown if the ac power cord come loose at the wall outlet or from the back of the unit. The mpu was not exchanged or removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.